Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary procedure. The procedure was completed as planned by using other footswitch/hand switch. The philips remote service engineer (rse) examined the system remotely and confirmed that the system's footswitch was unable to trigger x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the footswitch was defective and needed replacement. To resolve the issue, the rse ordered a replacement footswitch and customer replaced the footswitch. The defective part was sent for analysis, for footswitch malfunction was observed and the failure was found to be missing anti-slip rubbers, loose bracket, paint damage on side of the unit and cable insulation is gauged. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. After an investigation, it has been determined that the incident involving the system disk was almost full due to alerts does not warrant reporting. The procedure was completed as planned using second footswitch. Therefore, the issue is considered isolated and is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.